Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the handpiece runs on its own when plugged in. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.